Manufacturer narrative:
Concomitant medical products: product ID; 977a260, serial# (B)(4), implanted: (B)(6) 2018,explanted: (B)(6) 2018, product type: lead: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018,1 explanted: (B)(6) 2018, product type: lead. Product ID: 97745, serial# (B)(4), product type: programmer patient, product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning a patient with an implantable neurostimulator (ins) for unknown indication. It was reported there were signs of infection. Labs taken tested (B)(6) for (B)(6). The device was emergently explanted, and the patient was being treated with antibiotics. No further complications were reported/anticipated.